Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle lite meter was reviewed. The dhrs showed the freestyle lite meter passed all tests prior to release. The DHR for the freestyle strips was reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6)2019, she experienced "back pain, high blood pressure and felt like her blood sugar was high" and consumed "more fluids, water and balanced diet and watched her carbs intake". Customer was seen at the emergency room and was admitted in the hospital from (B)(6)2019 to (B)(6)2019 and received unspecified treatment. No additional information was provided regarding the medical event and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2019, she experienced "back pain, high blood pressure and felt like her blood sugar was high" and consumed "more fluids, water and balanced diet and watched her carbs intake". Customer was seen at the emergency room and was admitted in the hospital from (B)(6) 2019 to (B)(6) 2019 and received unspecified treatment. No additional information was provided regarding the medical event and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.